Event description:
It was reported that the procedure was performed to treat a perforation. A 2.8x19mm graftmaster covered stent was successfully implanted distally. A 3.5x19mm graftmaster covered stent delivery system failed to cross due to resistance with the previously implanted graftmaster stent, so it was removed. A non-abbott covered stent was used to successfully complete the procedure. There were no adverse patient sequelae and no clinically significant delay in the procedure. Subsequent to the initially filed report, the following information was received: the 2.8x19mm graftmaster covered stent was failed to completely seal the perforation after being implanted distally. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a perforation. A 2.8x19mm graftmaster covered stent was successfully implanted distally. A 3.5x19mm graftmaster covered stent delivery system failed to cross due to resistance with the previously implanted graftmaster stent, so it was removed. A non-abbott covered stent was used to successfully complete the procedure. There were no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.